Event description:
The pt rec'd the scs system on (B)(6) 2008. It has been reported a surgical intervention was undertaken to explant and replace the system ipg as the pt was unable to initiate communication with the ipg using both the charging system and the pt programmer. The pt also reported the area around her skin was becoming warm while attempting to recharge the ipg. The pt reported effective coverage post-operative. No further pt complications have been reported. The explanted product has been retained by the facility.

Manufacturer narrative:
Add'l correction/removal number: 1627487_12192011-003-r. This ipg serial number is included in field advisories. This ipg serial number is included in a field correction (1627487_12192011-001-c). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.